Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and this showed the battery would not charge beyond 10%. The cause of the component issue was not established.

Event description:
It was reported the device gave a "battery depleted" error alarm. No adverse effects reported.